Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the track wise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: tech called in for help on 8100 unit serial # (B)(4). Failure device type: failure problem type: failure mode: case resolution: tech called din for help on 8100 unit try to download error report & generate report his call he unable to get the dates for year 2020, walk tech through his steps again still unable to get any reports off unit for the year 2020. Explain to tech he has the wrong unit. Ref: (B)(4).